Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the shoulder strap was twisted and causing bleeding. The irritation was described as indentation marks and a scratch. There was no alleged device malfunction contributing to the irritation. The shoulder strap was untwisted, and it was reported the irritation improved. Reporting out of abundance of caution.